Manufacturer narrative:
(B)(4).

Event description:
During a right shoulder rotator cuff repair, utilizing the osteoraptor 2.9 w. 2 ub white / black, it was reported that the surgeon drilled the hole, then inserted the anchor and tapped the anchor in. A smith & nephew spade drill bit for a 2.9 mm anchor was used to prepare the insertion site. An accupass was used to pass the suture, the suture was tied off. When checking the placement of the anchor it was realized that it was not in the drilled hole. The anchor was removed after cutting the suture. A second attempt was made, a new hole was drilled and the anchor placed. When checking placement the surgeon observed that this anchor was not fixated in the drilled hole. The surgeon then cut the suture and when cutting the suture the anchor was lost. The surgeon removed the suture from the patient. The surgeon irrigated the area trying to wash the anchor out. He unsuccessfully attempted to try and locate the anchor for an additional 45 minutes. It was reported that he finished scoping the shoulder and the patient was taken to the pacu. The surgeon chose to complete the procedure with an acromioplasty to relieve the impingement on the rotator cuff, because it was a partial tear and the length of time the patient was in surgery. No devices will be returned as they were discarded or left in the patient. The patient stated he was doing well post surgery and had no complaints at his one week follow-up visit.